Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs discovered the ict module had been installed incorrectly by the customer. The analyzer was also inspected, and various diagnostic checks of the system, cleaning and parts replacement were performed. There have been no further reports of discrepant results since the fs site visit was conducted. A review of the architect sn# c401865 service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the architect c4000 analyzer.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier: (B)(6).

Event description:
The customer reported falsely decreased sodium (na) results generated on the architect c4000 analyzer on two patients. Results provided: (B)(6) 2019 sid (B)(6) = 113 mmol/l; another architect = 136 mmol/l; sid (B)(6) = 120 mmol/l; another architect = 142 mmol/l. (Normal range: 136-145 mmol/l) no impact to patient management was reported.